Event description:
It was reported that during an unknown procedure, there was a sealing failure of the 10 mm trocar, resulting in air escape. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.